Event description:
It was reported that diagnostics indicated the elective replacement indicator (eri) triggered earlier than intended. The device had the appropriate level of battery voltage to provide therapy. The device was explanted and replaced.

Manufacturer narrative:
Event description has been updated to reflect the correct event details. (Corrected data): the issue was unintendedly reported under field safety correction action (correction number 1627487/09/12/2017/001-c). This issue is not related to field safety correction action. Section has been updated accordingly.

Event description:
It was reported the patient received a replace generator message on patient controller. It is unknown if the ipg is exhibiting normal battery depletion. The device was explanted and replaced.

Event description:
Additional information received identified the patient is doing great.